Event description:
The following info was reported to kci by the kci (B)(6) rep: according to the case report provided, on (B)(6) 2010, postoperative right foot surgery, wound dehiscence occurred, and v.a.c. Therapy was initiated. On (B)(6) 2010, the wound was allegedly to be infected, and v.a.c. Therapy was stopped. Subsequently, on an unk date, the pt was placed on antibiotic therapy. On (B)(6) 2010, a debridement was performed. On (B)(6) 2010, the wound was closed via suture, and the pt's condition improved.

Manufacturer narrative:
Based on the info provided, it cannot be determined if the alleged infection is related to v.a.c. Therapy. There was no alleged product malfunction. Since the unit's serial number was not provided, kci cannot conduct a device eval of the unit.